Event description:
On (B)(6) 2023, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient presented to the emergency room with stoma site pain but was discharged as no problem was observed via abdominal xray and unspecified examination results. On (B)(6) 2025, the patient again presented to the emergency room due to continuation of the pain complaints and the patient was admitted to the hospital and treated with ceftriaxone.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.